Manufacturer narrative:
The returned pad-pak was found to be failing self-tests and issuing a "device service required" warning. The investigation revealed the reason for the self-test failure was due to the pad device losing it's configuration settings. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.